Event description:
It was reported that the customer was hospitalized with high blood glucose at 953 mg/dl. Customer stated he was receiving sensor readings that were off from his blood glucose. He stated this issue did not cause the hospitalization, but may have contributed to his high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Please see medwatch # 3004209178-2015-88318.